Event description:
It was reported there was a hold noted in the fecal management system retention balloon immediately after placement. No patient consequence were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There was no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Additional information was received on july 23, 2015. Third party manufacturer reviewed the routers that were used to manufacture lot#14vm544708 and no discrepancies or deviations were noted outside the normal process parameters during manufacturing. The retain samples for this lot were inspected and they were found to be functional and non-defective. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 05, 2015.